Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed. Electrical testing of the lead was normal. The lead was capped. The patient was fine after the event.